Event description:
It was reported that during a shoulder procedure, the hydraulics of the device was not holding. A backup device was not available to complete the procedure and no delay or patient injuries were reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it did not identify any issues. A functional evaluation revealed that both struts were not holding pressure and were not smooth in their operation. The complaint was confirmed and the root cause has been associated with seal failures within both the struts causing a loss of both pneumatic gas and hydraulic fluid.